Event description:
It was reported by the rep that the (3) hdh05 were used during a laparotomy burch (gyn) procedure. It was reported that the blades ceased working after only a few seconds into the case. Troubleshooting blade tightness and componnent connections did not reactivate the blades. The case was completed with another device and with no pt consequence.